Event description:
Patient presented in-clinic after receiving inappropriate shocks and inappropriate anti-tachycardia pacing in response to an episode of atrial fibrillation. No device malfunction was suspected as the device was behaving according to its programmed settings. The device was reprogrammed, and the patient's medication regimen was updated to avoid any further inappropriate therapy. The patient was in stable condition.